Event description:
The facility reported a flogard infusion pump that presented "f38 alarm". It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported problem of f38 alarm was not confirmed by any of the completed upstream tasks. However, an f83 alarm was determined to have occurred. The cause of the determined problem was identified as a damaged central processing unit printed circuit board assembly (cpu pcba). To resolve the reported problem, the cpu pcba was replaced.